Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump this alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customers blood glucose level was 9.2 mmol/l at the time of incident. Customer stated that the error occurred three times in short period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error due to non-sleep anomaly software error.